Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone that she received a lost sensor alarm from the insulin pump, drank a can of apple juice, and discovered her blood glucose value was 55 mg/dl. The customer stated her insulin pump displayed a sensor graph, though she doesn't use the sensor feature. Troubleshooting was not completed but the customer stated she would call back if the issue recurred. There was no hospitalization and the customer's blood glucose value was reported as rising to 111 mg/dl at the time of the phone call.